Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels. Customer changed infusion set and adjusted basal settings to stabilize his blood glucose level.